Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4). All previously reported conclusion codes have been update/corrected.

Event description:
It was reported that the patient was experiencing what appeared to be intermittent delivery of intrathecal drug. The symptoms were ¿flu like¿ with shaking, chills and anxiety as well as underdose symptoms of itching and cramps in his legs. The patient outcome was reported as ¿alive ¿ with injury¿. The device system was used to deliver dilaudid. It was later reported that despite implanting a new pump and continued introduction of intrathecal hydromorphone the patient continued to have symptoms which were consistent with intermittent withdrawal. The patient would experience sensitive anxiety interspersed with signs of depression. The symptoms were occurring several times a week and were intermittent. When the symptoms occurred the patient found that taking oral dilaudid would resolve the situation. It was noted that none of these symptoms occurred prior to replacement of the pump. It was noted that the patient was hospitalized following implantation of the pump because of symptoms of withdrawal. He had to be brought back to above his pre-dosaging levels in order to overcome his severe symptoms of withdrawal. A 10% increase was performed on (B)(6) 2013. A CT of the abdomen was planned to define the location of the pump and catheter and rule out any kinking of the tubing and any granuloma at the tip of the catheter. Replacement of the drug in the pump was also planned. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was later reported that there was no event. There was a routine pump replacement ¿ patient has had dosing issues even since the new pump was implanted. The pump was not explanted. There were alterations of response to dosing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient has spent the last two years in and out of the hospital going back and forth between withdrawal and overdose. He throws up because his body can't handle too much medication. The change in therapy or symptoms were considered sudden. All of the doctors have been telling the patient that the symptoms are due to the pump. He did not have any problems with his other pump, but he does not trust this pump. The dose was being reduced by 15% for 8 weeks and the plan was to have the pump removed the week of (B)(6) 2016. The patient noted that the problems he was having were the same as the ones noted in a field action.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, at the time of this report, the patient had been having problems intermittently with the therapy since the pump was implanted. The patient would be fine for a couple of months and then, for a couple of weeks, he would go through withdrawal or overdose symptoms intermittently. The patient experienced nausea and a fever. Sometimes the patient felt that he was going through withdrawal and the next day he would be fine. There was no pattern to this and it was random. The healthcare provider (hcp) inquired if the pump was under any recalls. The hcp had read pump logs several times and there had never been alarms, stalls, or volume discrepancies. At the time of this report, the patient was exploring causes of the symptoms. As of (B)(6) 2014, to the reporter's knowledge, the issue had not been resolved. However, per the reporter, the physician last stated that the patient was currently doing fine. The hcp thought that the pump may have been stalling, but not appearing in the logs. The patient planned to see his hcp on (B)(6) 2014 and the hcp would recheck the pump logs for alarms and volumes. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).